Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, three straight lines were noted on the iol after implantation. The iol was removed and a new lens placed during the initial procedure. Additional information was requested.